Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2008 and a morcellator was utilized for tissue removal and the removal of a large uterine fibroid. During the surgery, a tissue biopsy was taken and the results of the biopsy revealed a leiomyoma. On (B)(6) 2014 the patient reported to the ER with abdominal right lower quadrant pain. The patient underwent a pelvic echogram on (B)(6) 2014 which revealed three masses, which were determined to be "residual uterine fibroid segments from morcellation." On (B)(6) 2015, the patient underwent a trachelectomy, bilateral salpingectomy, laparoscopy, and excision of the three pelvic masses that were attached to the patient's omentum, anterior abdominal wall, and cervix. A biopsy of the tissue taken during the surgery included a diagnosis of residual fibroid tumor near the cervix that was described as "prritoneal seeding of leiomyoma from the prior laparoscopic hysterectomy with uterine morcellation for leiomyoma." The patient reportedly continues to experience abdominal pain related to the spread of parasitic uterine myomas. No additional information was provided.